Event description:
Procedure: gastric bypass. According to the reporter: when the device was fired the staple line seemed to be placed, before the patient was closed and removed from operating room, it was noticed that staples did not form on one side. The doctor had to start a second surgery; the doctor was able to re-sect the damage tissue. The case continued by using another handle and reload to secure the staple line. Operating room time was delayed by 1 hour.

Manufacturer narrative:
(B)(4).